Event description:
It was reported that the patient underwent a posterior cervical fusion c4-5, c5-6, and c6-7 and the use of morcellized allograft with rhbmp-2/acs. The patient reportedly has chronic pain syndrome.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006 it was reported that the patient presented with pre-op diagnosis: cervical pseudoarthrosis and foraminal stenosis. The patient underwent hemilaminectomy and foraminotomy, posterior segmental instrumentation from c4-c7, exploration of fusion at c4-5, c5-6 and c6-7, the use of local laminectomy bone, posterior cervical fusion c4-5, c5-6 and c6-7, use of intra-op fluoroscopy, use of morcellized allograft, application and removal of mayfield tongs. As per op notes, once the foraminotomy was complete and the nerve root was appropriately decompressed. Attention was then turned towards placing the segmental instrumentation in the facets from c4 to c7. Once all the holes were drilled then 14 mm segmental screws were then placed at every level. At this point a bone morphogenic protein sponge a mixture of allograft and autograft were packed in the left posterolateral gutter packed within the facet joints at every level. The lateral mass screws were then placed in c4, c5, c6 and c7 and then the rod was measured and cut and appropriately bent and the screw rod construct was assembled and tightened in place and all the screws were- torqued. The bone morphogenic protein sponge was placed across the gutter and a mixture of morcellized allograft and autograft were also placed across this gutter as well as over the lamina and then the lateral mass screws were placed from c4 to c7 and once again appropriate size rod was contoured. Remaining bone graft was placed over the lamina from c4 to c7. The patient was awakened from anesthesia and taken to the recovery room in stable condition. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior cervical fusion c4-5, c5-6, and c6-7 using rhbmp-2/acs. The patient later returned home, but her pain and difficulties did not subside. The patient developed ectopic bone growth, chronic pain syndrome, neck pain, back pain, leg pain, and shoulder pain.